Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that their bottom front teeth are still crossing each other, their upper right tooth next to the canine is still crooked and when biting down their front teeth are hard against each other. They also reported that since step 10 aligner all the upper aligners had areas that cut and rubbed the right side of their tongue and pushing into their gums causing pain and bleeding. Patient provided bite video, there is a possible posterior open bite. Requested additional information for review.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.